Event description:
Patient presented to the physician with continued pain at the chest and neck incisions. Physician brought the patient into surgery and removed the entire system. This resolved the issue.

Event description:
Patient presented to the physician with redness and pain at the neck and chest incisions. Physician prescribed gabapentin to address the pain.